Event description:
Consumer called to report receiving burn after sleeping with heat patch on shoulder for about eight (8) hours. Contacted medical hotline from insurance company, and was advised to clean affected area and use a burn cream for treatment.

Manufacturer narrative:
Customer indicated that the heat patch was discarded, unable to perform quality investigation on actual product. Device history review is to be conducted by mfg. Will submit supplemental report when this is completed.